Event description:
It is reported that during drilling of the acetabular for screw placement, drill bit tip broke. It was retrieved and thrown away.

Manufacturer narrative:
Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers for retrieval were unavailable. The exact cause for the fractures drill cannot be determined. However, excessive force being applied during usage, continued operation of drill after it became stuck against hard material, rapid forward and reversal of direction when the device is stuck, excessive bending around corners, device wear due to usage over time, and low speed/high torque operation are some of the situations that can lead to this type of damage. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.